Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
An authorized distributor reported that it was difficult to insert the hermetic lumbar catheter, closed tip (ins5010) through the tuohy needle, as if the catheter had lost its elasticity. Additional information received as follows: 1. For how long did the dysfunction lead to increase surgery time? Answer: it took more than an hour to secure the lumber drain (sterile technique before surgery). 2. How did the medical team finish the procedure (using this unit or another one¿)? Answer: drain inserted as planned preop. With difficulties, difficult to pass the silicon drain into spinal needle catheter (resistance) and, at the end, so difficult to remove the spinal needle while the catheter is in the spine, risking puncturing the silicon tube or causing its fracture. 3. How is the patient now? Answer: he is fine, however, the team didn't like the lumbar drain experience, and I feel it is so risky, especially if the drain fracture and piece left intraspinal. 4. End user healthcare facility? Answer: prince sultan military medical city in (B)(6) (saudi arabia).

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The hermetic lumbar catheter (ins5010) was not returned because the unit was discarded, and no photos were provided; therefore, failure analysis is not possible. Device history record (DHR) review - lot number information has been provided; therefore, the DHR was reviewed, and no anomaly was observed during its manufacturing, packaging, and inspection processes that could be related to the reported condition. Investigation findings: based on complaint report that the device was as ¿if the catheter had lost its elasticity¿. The tubing used for the manufacturing of this catheter was tested at incoming inspection, including tests for elongation and break load force. The tubing complied with all tests performed, and the tubing lot was used in 14 different finished goods lots (approximately 4,000 units) and no other complaint has been received related to the reported condition. As a result, a root cause determination is not possible since the catheter was not returned. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.